Event description:
It was reported to ventec that the device was providing inaccurate fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event. The reporter, a respiratory therapist, advised that the device was not delivering the selected amount of oxygen which resulted in the patient going hypoxic. The patient was transferred to another hospital and placed on another ventilator for care. Ventec has made multiple attempts to contact the reporter in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device providing inaccurate fio2 (fraction of inspired oxygen) readings could not be confirmed or duplicated. Ventec observed appropriate ventilation and oxygen delivery during testing. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.